Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tubing was leaking event on (B)(6) 2024. The blood glucose level was 250-300 mg/dl at the time of event. No further information was available.